Event description:
In 2007, the lay-user/patient contacted lifescan alleging that a one touch ultrasmart had reverted to the setup mode. It is not clear as to when the reported meter issue actually started although the patient indicated that the event occurred around 1:00 am. The patient reportedly developed symptoms of feeling shaky after the reported issue began. The patient administered self-care by drinking a beverage called "sugar delight." The patient did not report receiving medical intervention and was not tested on another device during the time of concern. It would have been helpful to know the following information: the patient's testing frequency, what date/time the alleged meter issue started, what date/time the symptoms began, his medication and diabetes management regimens, and if the patient made any changes to the regimens because of the reported issue. In addition, it would have been helpful to know if the meter issue occurred after replacing the device's batteries, what actions he took prior to developing the symptoms, and when the patient was last able to test with the reported meter. The customer care advocate (cca) walked the patient through setting up the meter. The patient declined to have his meter, test strips, and control solution replaced. This complaint is being reported due to the following conclusion: the patient claimed he developed symptoms suggestive of hypoglycemia after the alleged meter issue began.